Event description:
Hcp reported the patient had symptoms of an infection including incisional wound opening of the device pocket and drainage. A culture of the device pocket was obtained. The results of that are unknown. The patient did not have meningitis. Patient was treated with oral antibiotics and removal of the system. The device was not returned to the manufacturer for analysis. The patient outcome is unknown by the hcp reporter.